Manufacturer narrative:
This report is in response to sus voluntary event report mw5096405. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic inflammation".

Event description:
Patient reported via regulatory agency (mw5096405) "chronic inflammation" and "rashes around the incisions to between and under breasts." Patient additionally reported via regulatory agency "gastritis," "joint pain," "pain in shoulder and back," "severely sore feet," "ears ringing," "brain fog," "vision issues," "itchy eyes and itchy ears," "no sex drive," "constant sore throat," "vertigo," "heart palpitations" and "thrush"; these events are not device related. Device has been explanted. This record is for the left side.